Event description:
The customer received a blood glucose reading of 280mg/dl on the contour meter, was retested with the doctor's meter and the reading was 121mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.